Event description:
It was reported that the patient received a shock due to atrial fibrillation (af). The device was reprogrammed and remains in use. It was also noted that the device was implanted after the "use by" date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary : (B)(4): the actual device was not received for evaluation, however, performance data was collected from the device and analyzed. Analysis revealed no anomalies.